Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an increase in pacing threshold measurement and pacing lead impedance (pli). It was reported that the impedance measurements increased form 600-700 ohms to 1800 ohms. The lead integrity was checked in different vector configuration. A noise was also observed but could not be reproduced with pocket manipulations. The physician was contented with the patient¿s output. They will continue to monitor the patient and consider programming the device to vvi mode. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.